Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to performance decrement and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 02, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 23, 2021.